Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('claiming perforation') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraine") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, migraine, headache and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, migraine, pelvic pain, uterine perforation and weight increased to be related to essure. The reporter commented: discrepancy noted insertion date: (B)(6) 2008 previously reported and (B)(6) 2011 in current pfs. Patient received treatment for migraine, headaches, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: previously reported event injury were updated to new events claiming perforation, pelvic pain, abdominal, back, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), general abnormal bleeding, migraine, headaches, weight gain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('claiming perforation') and genital haemorrhage ('general abnormal bleeding') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, cholecystectomy and cesarean section. Concurrent conditions included chest pain, dizziness, ache, abdominal pain lower, hernia repair, constipation, anemia, urinary tract infection, tenderness and right lower quadrant pain. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraine"), headache ("headaches"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced amnesia ("neurological conditions or problems type: memory loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, migraine, headache, weight increased, menorrhagia, vaginal haemorrhage and amnesia outcome was unknown. The reporter considered abdominal pain, amnesia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted insertion date: (B)(6) 2008 previously reported and (B)(6) 2011 in current pfs. Patient received treatment for migraine, headaches, weight gain. Current weight 225 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Imaging procedure - on (B)(6) 2011: essure confirmation test(s) (unspecified) bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: headache, pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: plaintiff fact sheet and medical record was received. Medically confirmed case. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), memory loss. Reporter information, medical history, events onset date were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.